Manufacturer narrative:
Device is combination product. Patient identifier: (B)(6). Device evaluated by MFR: the complaint device has not been received product analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
(B)(4). It was reported that post a stenting treatment procedure, restenosis occurred. The patient presented due to fatigue, dyspnea, mild upper chest tightness and a positive stress test post st elevation myocardial infarction and was referred for cardiac catheterization. Access was gained via the right femoral artery. Angiography revealed a 99% stenosed, tubular, class "c" lesion in the mid left anterior descending coronary artery (lad) with no apical flow. Timi flow was 2. Intervention was performed using a 6f jl 3.5 runway guide catheter and a kinetix guide wire. A 2.0x12mm nc quantum apex balloon was used to predilate the lesion to 12atm for 20 seconds. Then a 2.25x20mm taxus liberte atom stent delivery system was advanced and the stent deployed in the mid lad at 12atm for 53 seconds. A 2.25x15mm nc quantum apex balloon was advanced and used to post dilate the stent at 12atm for 30 seconds resulting in "excellent angiographic appearance" with diffuse 0% residual stenosis and timi-3 flow. The procedure was closed and the patient was discharged the next day on aspirin and clopidogrel. (B)(6)- 2011: the patient returned for a scheduled follow up visit. Patient reports experiencing exertional dyspnea and fatigue when waking up hill, relieved by sitting down and single sublingual nitroglycerine occurring as often as weekly. She was diagnosed as having an "anginal equivalent" and a subsequent stress test showed abnormal myocardial perfusion. Subsequent angiography revealed a totally occluded stent in the mid lad. The patient later underwent successful elective coronary artery bypass graft surgery with bypass to the diagonal and lad performed. The event is reported as "recovered/resolved". It is the opinion of the physician that this event is possibly related to the taxus liberte stent.